Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: hysterectomy. Incident description: "trocar was inserted normally through the umbilicus. When moving the camera, was removed for cleaning, the trocar slipped out, and the doctor noticed it was broken, and the lower portion remained in the skin. Removed the broken piece and completed case." Additional information received via email from sales representative on march 22, 2017: they seem to have similar clean breaks. The products are not returning as of now for litigation reasons from the hospital. Additional information received via email from sales representative on april 10, 2017: "both cases had the same basic events. Both patients were very obese, with extensive adhesions from prior surgery. The initial trocar was a 12x150mm trocar, and placement was uneventful. The surgeon was trying to visualize placing the secondary trocars. This was difficult due to the adhesions. The surgeon backed the 12mm robot camera partway (2-4cm) up the trocar to protect it while putting a lot of torque on the trocar to gain visibility. It is her comment that she thinks the trocar broke at the point where the camera ended (and the trocar was no longer supported by the camera). The broken piece was still in the abdominal wall, and removed." Type of intervention: na. Patient status: "normal, unaffected."